Manufacturer narrative:
Although requested, no patient details: dob, age; gender; weight; or diagnosis were provided. The customer¿s report of a leak was confirmed. Visual inspection identified two slice cuts on the silicone segment. Functional testing observed leaking from the same location. Infusion testing with a laboratory pump module also noted leaking from the silicone segment. The cause of the leak was the two cuts on the silicone segment. The root cause of the damages was not identified.

Event description:
It was reported that an insulin infusion originally described to be an over infusion in the ICU was subsequently determined to be a leak in the tubing. No patient harm was reported. The infusion was started at 1 unit/hr, however the clinician glanced at the pump drip chamber and noticed the bag was infusing rapidly and draining. The administration set was clamped at the patient's IV access. As the door was opened to the pump, fluid leaked out and two small leaks were identified in the silicone segment of the tubing. The patient¿s glucose was checked and it was normal, confirming that they did not receive any bolus of insulin. A new line was primed and the nurse continued to use the same pc unit and pump module without any issue. The clinician determined that the insulin infusion never reached the patient during the event, and the patient did not experience any adverse consequences. The set was sequestered for investigation, and the biomed confirmed the two small punctures in the silicone segment of the tubing, but did not assign a cause for the puncture.